Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly malfunctioned. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 02/2024).

Event description:
It was reported that during an angioplasty procedure, the device allegedly malfunctioned. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation. During visual evaluation, the balloon was noted to be inverted and broken from the proximal end of the catheter shaft but still attached to the inner guidewire lumen. The balloon was also constricted with unraveling fibers. Marker bands were present but not seated in their correct positions. Multiple kinks were noted throughout the catheter shaft. No anomalies were noted to the luers/y-body. No functional testing was performed due to the condition of the returned device. There were no specific device deficiencies alleged. However, the investigation is confirmed for the identified balloon joint break as the balloon had a break from the proximal end of the catheter shaft but was still attached to the inner guidewire lumen. The investigation is confirmed for the identified marker bands dislodgement as the marker bands were present but not seated in their correct positions. The investigation is confirmed for the identified unraveled fibers as the balloon was constricted with unraveling fibers. The investigation is confirmed for the identified catheter kink as multiple kinks were noted throughout the catheter shaft. A definitive root cause for the identified balloon joint break, marker bands dislodgement, unraveled fibers and catheter kink could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 02/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.